Manufacturer narrative:
The 'date received by mgr' date on the initial MDR was incorrect. The initial MDR was submitted with the incorrect date of july 24, 2020, when the correct date was june 19, 2020. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 570 mg/dl and 356 mg/dl, 264 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pump. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was under delivering and low battery. Customer stated auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.